Event description:
As reported by staff on (B)(4) 2011: the enterprise 5000 bed is not moving up and down. No injuries reported. On-site testing of the unit was performed where it was found that the height actuator was faulty and needed to be replaced. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The information contained in this initial report is based upon the information provided to the manufacturer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.